Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828805) has no resistance and flowed too much during the surgery. The event occurred during the flow test prior it was use to the patient. The procedure was completed with a replacement product available. No patient injury reported however, surgical time was extended more than 30 minutes due to product problem.

Manufacturer narrative:
The certas valve (ID 828805) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was slightly raised. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. No root cause could be determined as the technician could not confirm any over flow issues at the time of investigation. The root cause for the slightly raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue ¿during the flow test of the valve prior to use to the patient, there was no resistance at all and it flowed too much during the surgery.¿ reported by the customer could be due to the test performed, as noted in the IFU: performing a manometer test is not recommended as this test is susceptible to environmental factors and yields a result that is not physiologic in nature and for which manufacturers do not specify performance ranges, as shown in the investigation no over flow issues were noted with the valve.